Event description:
The customer reported via phone call that the insulin pump had a crack and some pieces are missing on the reservoir compartment. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use if the device and revert to back up plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, minor scratches on the display window, a broken reservoir tube lip and cracked battery tube threads.